Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurred vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was other mechanical complications of lens.

Manufacturer narrative:
The lens was returned inside a plastic specimen cup with a screw top lid. Viscoelastic was dried on the lens. The lens was cleaned with klrp to further evaluate. The anterior optic was cracked in the optic center. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic combination. The root cause cannot be determined for the reported complaint of ¿blurred vision, explant¿. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens was retested and verified. The lens met specification for a 15.5 diopter (add power +2.2/+3.2 diopter) lens. The multifocal 15.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal 15.0 diopter lens. Due to the exchange of a multifocal 15.5 lens for monofocal lens design 15.0 diopter lens, this suggests that the replacement lens may have been an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).